Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. During the replacement procedure, the atrial lead impedance was low. The lead was capped and replaced. During the removal of the atrial lead, the physician noticed an insulation break on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4568, implantable pacing lead, (B)(6) 2002; 4024, implantable pacing lead, (B)(6) 1994. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.